Manufacturer narrative:
A dealer engineer was dispatched to the customer's site and evaluated the au5800 clinical chemistry analyzer. The engineer observed white particles on the inside surface of the lamp and replaced a new lamp. Photocal passed. Ran quality control (qc), qc was within range. Repeated samples, the reaction curves recovered. The analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported that multiple assays for patient results were erratic on their au5800 clinical chemistry analyzer with abnormal reaction curves. The erroneous results were not reported out of laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.